Event description:
Boston scientific crm received information that during a revision procedure, both the atrial and right ventricular leads would not able to be removed from the device header. The header was cut and both leads were successfully removed. The device was explanted due to normal battery depletion. No adverse pt effects were reported.

Manufacturer narrative:
As of today, the device has not been returned, therefore, analysis was not able to be completed. Should the device be returned, or if additional information becomes available, this event will be updated.